Event description:
It was reported that this programmer's touch screen froze, preventing it was interrogating a device. The programmer was replaced and returned back to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. Visual inspection did not reveal any anomalies. The returned programmer passed both functional and baseline evaluations. The programmer was validated in its ability to interrogate pacemakers. (B)(4) pacemakers were utilized during the analysis and none of the devices had issues with connecting to programmer via telemetry. Telemetry issue unable to be replicated during analysis. The touchscreen defect was validated as a touchscreen failure was confirmed. Subsequently the programmer was disassembled to isolate the defective components in the touchscreen assembly. When the lcd touchscreen laramie was swapped out with a known good unit, which resolved the issue.